Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent surgeon doesn¿t remember anything so they can¿t provide those additional answers. But regarding surgeons injury, everything is healed fine and the health is okay, no health issues because of that. What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? H3 evaluation: this is an analysis for a photo submitted for evaluation. The device was not returned for analysis. During the visual analysis, the following was observed: the photo shows a device with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, cut to the user's finger. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown emergency surgery case on an unknown date in (B)(6) 2023 and topical skin adhesive was used. During surgery, vial was cracked in a way that inner glass ampoule broke through the outer covering and cut to the surgeons finger. No reported patient consequences. Surgeon is fine. Additional information has been requested.